Manufacturer narrative:
(B)(4). Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The device is not available for analysis.